Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was observed to be bent and then broke while trying to advance it through the balloon catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.